Event description:
There was no reported adverse impact to customer's blood glucose. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if any issues arose again.